Manufacturer narrative:
Investigation summary: five photos were returned for the investigation of this complaint. From the photo, it appeared that the packaged had been subjected to high temperature which cause the bottom web to shrink and become deformed near the end cap area of the vps part causing it to be force opened at the opening tab. Investigation conclusion: the bottom web material had shrunk and deformed. This causes the package to be forced opened and left an opened seal at the opening tab area. Root cause description: there is no process in the manufacturing facility that could cause this nonconformance. There was 100% sorting done on sterile parts for this affected batch prior to shipment. Based on the above investigation result, the reported nonconformance occurred after the product was packed in our manufacturing and sterilization process. Therefore, the probable root cause could be due to temperature gradient experience by the product during handling (transportation, storage, loading and unloading, etc.) There is no process in the manufacturing facility that could cause this nonconformance. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7207498. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced the customer's reported issue.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter had damaged and defective packaging. Found before use. No serious injury or medical intervention noted.